Manufacturer narrative:
Concomitant: product ID 3031, serial# (B)(6), implanted: 2002-(B)(6), product type programmer, patient product ID 3966, lot# la1471, implanted: 2002-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2002-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation in the device pocket, buttock, and perennial area. It was stated all day on the day of report the patient experienced a ¿shocking¿ sensation like she felt when she goes through a security area. When the patient passed through a store security screener she would feel a momentary increase in stimulation. Reportedly, on the day of report the patient hadn¿t gone anywhere and she felt a type of shocking or jolting sensation and she was concerned. It was reported there was normal battery depletion and the patient received shocking the afternoon and evening of report. It was stated hospitalization was required and the device was turned off. It was stated impedance testing was performed. Reportedly, the patient was alive with no injury.

Event description:
Additional information received noted that regarding were any further diagnostics performed on the ins, it was noted " no". Regarding were any interventions taken or planned and on what date, it was noted that the device was turned off but this reporter had no further information on future plans. Regarding was the cause of the shocking/jolting sensation determined, it was noted: "no, the device was at eos" (end of service) . Regarding patient outcome it was noted that the patient¿s device was turned off and was at eos (end of service).

Manufacturer narrative:
(B)(4).